Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the one on left moved/appears to have migrated into the proximal fallopian tube') and uterine injury ('the one on left moved and she has lacerations all on inside') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine injury (seriousness criterion medically significant), genital haemorrhage ("heavy abnormal bleeding"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia/ blood clots"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"), nausea ("nausea,"), back pain ("back pain"), allergy to metals ("nickel allergy"), rash ("rash"), mobility decreased ("can hardly get up"), infection ("infection nos"), dry skin ("dry skin"), alopecia ("hair falling out."), blood loss anaemia ("lost blood to where she is now anemic."), asthenia ("weak") and vomiting ("throwing up") and was found to have weight decreased ("weight loss lost about 35lbs"). The patient was treated with surgery (removal hysterectomy scheduled (B)(6) ). At the time of the report, the device dislocation, uterine injury, genital haemorrhage, pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, heavy menstrual bleeding, weight decreased, vaginal haemorrhage, nausea, back pain, allergy to metals, rash, mobility decreased, infection, dry skin, alopecia, blood loss anaemia, asthenia and vomiting outcome was unknown. The reporter provided no causality assessment for allergy to metals, alopecia, asthenia, blood loss anaemia, device dislocation, dry skin, infection, mobility decreased, rash, uterine injury and vomiting with essure. The reporter considered abdominal pain, abdominal pain lower, back pain, genital haemorrhage, heavy menstrual bleeding, nausea, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: discrepancy noted with insertion date- (B)(6) 2014, essure removal scheduled on (B)(6) quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-apr-2021: mr received: reporter information were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the one on left moved') and uterine injury ('the one on left moved and she has lacerations all on inside') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine injury (seriousness criterion medically significant), genital haemorrhage ("heavy abnormal bleeding"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia/ blood clots"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"), nausea ("nausea,"), back pain ("back pain"), allergy to metals ("nickel allergy"), rash ("rash"), mobility decreased ("can hardly get up"), infection ("infection nos"), dry skin ("dry skin"), alopecia ("hair falling out."), blood loss anaemia ("lost blood to where she is now anemic."), asthenia ("weak") and vomiting ("throwing up") and was found to have weight decreased ("weight loss lost about 35lbs"). The patient was treated with surgery (removal hysterectomy scheduled (B)(6)). At the time of the report, the device dislocation, uterine injury, genital haemorrhage, pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, menorrhagia, weight decreased, vaginal haemorrhage, nausea, back pain, allergy to metals, rash, mobility decreased, infection, dry skin, alopecia, blood loss anaemia, asthenia and vomiting outcome was unknown. The reporter provided no causality assessment for allergy to metals, alopecia, asthenia, blood loss anaemia, device dislocation, dry skin, infection, mobility decreased, rash, uterine injury and vomiting with essure. The reporter considered abdominal pain, abdominal pain lower, back pain, genital haemorrhage, menorrhagia, nausea, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: discrepancy noted with insertion date (B)(6) 2014, (B)(6) 2014, (B)(6) 2014. Essure removal scheduled on (B)(6). Most recent follow-up information incorporated above includes: on 7-nov-2020: irms received. Case became serious incident. Reporters information added. Event: hair falling out, dry skin, rash, nickel allergy, hardly get up, lost blood to where she is now anemic, infection, lacerations on all insides of uterus, weak, one was moved, throwing up were added. Fu 3 and 4 processed together. On 8-nov-2020: fu 3 and 4 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the one on left moved') and uterine injury ('the one on left moved and she has lacerations all on inside') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine injury (seriousness criterion medically significant), genital haemorrhage ("heavy abnormal bleeding"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia/ blood clots"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"), nausea ("nausea,"), back pain ("back pain"), allergy to metals ("nickel allergy"), rash ("rash"), mobility decreased ("can hardly get up"), infection ("infection nos"), dry skin ("dry skin"), alopecia ("hair falling out."), blood loss anaemia ("lost blood to where she is now anemic."), asthenia ("weak") and vomiting ("throwing up") and was found to have weight decreased ("weight loss lost about 35lbs"). The patient was treated with surgery (removal hysterectomy scheduled dec 4th). At the time of the report, the device dislocation, uterine injury, genital haemorrhage, pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, menorrhagia, weight decreased, vaginal haemorrhage, nausea, back pain, allergy to metals, rash, mobility decreased, infection, dry skin, alopecia, blood loss anaemia, asthenia and vomiting outcome was unknown. The reporter provided no causality assessment for allergy to metals, alopecia, asthenia, blood loss anaemia, device dislocation, dry skin, infection, mobility decreased, rash, uterine injury and vomiting with essure. The reporter considered abdominal pain, abdominal pain lower, back pain, genital haemorrhage, menorrhagia, nausea, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: discrepancy noted with insertion date- on (B)(6) 2014. Essure removal scheduled on dec 4th. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("the one on left moved/appears to have migrated into the proximal fallopian tube") and uterine injury ("the one on left moved and she has lacerations all on inside") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of abnormal uterine bleeding. In (B)(6), 2014, the patient had essure inserted. Essure was removed on (B)(6), 2020. An unknown time later she experienced device dislocation (seriousness criteria medically important and intervention required), uterine injury (seriousness criterion medically important), genital haemorrhage ("heavy abnormal bleeding"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia/ blood clots"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"), nausea ("nausea,"), back pain ("back pain"), allergy to metals ("nickel allergy"), rash ("rash"), mobility decreased ("can hardly get up"), infection ("infection nos"), dry skin ("dry skin"), alopecia ("hair falling out."), blood loss anaemia ("lost blood to where she is now anemic."), asthenia ("weak") and vomiting ("throwing up") and was found to have weight decreased ("weight loss lost about 35lbs"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy,). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, genital haemorrhage, heavy menstrual bleeding, nausea, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight decreased to be related to essure administration. No causality assessment was received for essure with regard to allergy to metals, rash, mobility decreased, infection, uterine injury, dry skin, alopecia, blood loss anaemia, asthenia, device dislocation or vomiting. The reporter commented: discrepancy noted with insertion date- jun2014, 01jun2014, june or (B)(6), 2014 essure removal scheduled on dec 4th. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6), 2020: clinical information: pelvic pain, aub (abnormal uterine bleeding) final diagnosis: uterus, cervix, bilateral fallopian tube, total laparoscopic hysterectomy with bilateral salpingectomy, benign proliferative endometrium myometrium, cervix and right fallopian tube with no significant histologic change, left fallopian tube with paratubal cyst. Bilateral essure devices identified grossly. Gross description : an essure device is noted partially within the endometrial cavity on the left side and extending into the left fallopian tube. The essure device on right appears to be entirely within the right fallopian tube. The right fallopian tube measures 6.6 cm in length x 0.7 cm in diameter grossly normal fimbriated end. Serial sectioning reveals a stellate pinpoint lumen with the proximal end containing an essure device. The left fallopian tube measures 7.5 cm in length x 0.7 cm in diameter and grossly normal fimbriated end. Serial sectioning reveals a stellate pinpoint lumen with the proximal end containing an essure device. Quality-safety evaluation of ptc: for essure: unable to confirm complaint the most recent follow-up information incorporated above includes data received on: (B)(6), 2023: medical record received. Pathology test added. Medical history added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("the one on left moved/appears to have migrated into the proximal fallopian tube") and uterine injury ("the one on left moved and she has lacerations all on inside") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of abnormal uterine bleeding. In (B)(6) 2014, the patient had essure inserted. An unknown time later she experienced device dislocation (seriousness criteria medically important and intervention required), uterine injury (seriousness criterion medically important), genital haemorrhage ("heavy abnormal bleeding"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia/ blood clots"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"), nausea ("nausea,"), back pain ("back pain"), allergy to metals ("nickel allergy"), rash ("rash"), mobility decreased ("can hardly get up"), infection ("infection nos"), dry skin ("dry skin"), alopecia ("hair falling out."), iron deficiency anaemia ("lost blood to where she is now anemic."), asthenia ("weak") and vomiting ("throwing up") and was found to have weight decreased ("weight loss lost about 35lbs"). On (B)(6) 2020, she underwent a total laparoscopic hysterectomy with bilateral salpingectomy. At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, genital haemorrhage, heavy menstrual bleeding, nausea, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight decreased to be related to essure administration. No causality assessment was received for essure with regard to allergy to metals, rash, mobility decreased, infection, uterine injury, dry skin, alopecia, iron deficiency anaemia, asthenia, device dislocation or vomiting. The reporter commented: discrepancy noted with insertion date- (B)(6) 2014, (B)(6) 2014, (B)(6) 2014 essure removal scheduled on (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2020: clinical information: pelvic pain, aub (abnormal uterine bleeding) final diagnosis: uterus, cervix, bilateral fallopian tube, total laparoscopic hysterectomy with bilateral salpingectomy, benign proliferative endometrium myometrium, cervix and right fallopian tube with no significant histologic change, left fallopian tube with paratubal cyst. Bilateral essure devices identified grossly. Gross description : an essure device is noted partially within the endometrial cavity on the left side and extending into the left fallopian tube. The essure device on right appears to be entirely within the right fallopian tube. The right fallopian tube measures 6.6 cm in length x 0.7 cm in diameter grossly normal fimbriated end. Serial sectioning reveals a stellate pinpoint lumen with the proximal end containing an essure device. The left fallopian tube measures 7.5 cm in length x 0.7 cm in diameter and grossly normal fimbriated end. Serial sectioning reveals a stellate pinpoint lumen with the proximal end containing an essure device. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 29-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.